Event description:
Clinical Information: CRD_1066 - Envision IDE Study, Patient Site (b)(6) - (R1012450601, R1012450901, R1012451801, R1012451501).It was reported that on (b)(6) 2026, a 27mm Navitor Vision Valve was chosen for implant using a Large FlexNav Delivery System. A pre-implant balloon valvuloplasty was done with a 23mm non-Abbott balloon. The valve got fully re-sheathed 1 time due to the implant being too high. The final implant depth at non-coronary cusp (NCC) was 6.2mm and left coronary cusp (LCC) was 7.7mm. The patient developed a right bundle branch block (RBBB) post valve insertion that was resolved the same day. Post-procedure, the patient developed a right bundle branch block (RBBB) and dyspnea. Furosemide was administered and the dyspnea was resolved the following day. On (b)(6) 2026, the experienced multiple episodes of bradycardia and pauses. A permanent pacemaker was implanted on the same day.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.